Manufacturer narrative:
The customer reset the tripped circuit breaker. No ge service was required.

Event description:
The customer reported that the system was not getting any power. This would prevent the system from booting up. There is no report of patient injury associated with this event.